Event description:
It is reported that the device was implanted in 2007. The pt has been experiencing pain and numbness. The pt went in for his 2 year post-op check up and x-rays revealed that the stem is loose. The surgeon has recommended a revision surgery, but the pt has not scheduled it.

Manufacturer narrative:
Eval summary: pt reports that he has received recommendation from two surgeons to undergo a revision surgery to his hip arthroplasty due to pain and implant movement. Movement was diagnosed by surgeon's via x-ray. No x-rays were returned for review. It is unk whether the femoral stem or acetabular shell are having movement. A review of the operative report provided states that the acetabular cup appeared to be well fixed following impaction and was further secure using two bone screws. The appearance of the stem following impaction was stated in the operative report as "quite stable". The pt's height, weight, activity level and build are unk. Based on the available info a definitive root cause can not be ascertained at this time. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.